Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5.2 failed. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that legacy main drawer 5.2 had failed. The fse manually opened the drawer from the back, after which the drawer no longer had issues opening or closing. During initial testing, an object reference error occurred. The fse inspected the drawer and replaced the drawer retractor band. An attempt was made to test the drawer using the final test in the hardware test application, but the test did not complete. No actual issues were found during testing. The customer inventoried the drawer in the main application without any issues. All sensors tested good, and the drawer passed four consecutive tests successfully. The system functioned as intended after the field service engineer repaired the device.